Manufacturer narrative:
This report is being resubmitted to ensure the enclosed attachment can be easily opened by the FDA. (B)(4).

Manufacturer narrative:
Dates of death, event, and implant: estimated dates. The device was not returned for analysis and a review of the lot history record could not be performed as the part and lot information regarding the complaint device was not provided. Based on the information reviewed, a definitive cause for the reported death could not be determined in this complaint. The reported patient effect of death as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design or labeling. The UDI is unknown as the part and lot number is not provided.

Event description:
This is filed to report death. It was reported through a research article identifying mitraclip devices that may be related to the following: death. Specific patient information is documented as unknown. Details are listed in the attached article, titled, "an appraisal of the association of clinical outcomes with the severity of regurgitant volume relative to end-diastolic volume in patients with secondary mitral regurgitation." No additional information was provided.